Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged inaccuracy occurred on an unspecified date within the last month prior to the alert date of (B)(6) 2017. During this time period the patient had obtained a blood glucose result of ¿289mg/dl¿ with the subject meter which they felt was higher than it should be based on their normal results (anything below 120mg/dl). Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient did not manage their diabetes with any form of medication, however as a result of this elevated blood glucose reading the patient visited their doctor¿s office 3-4 weeks ago and was given insulin by the healthcare professional (hcp). The patient was also put on an insulin regimen and began taking 14 units and 26 units of two different, unspecified, types of insulin. An unspecified period of time after starting this regimen the patient developed symptoms of ¿sweaty, shaky and hot¿; symptoms which the patient associated with hypoglycemia. The patient had not received any further treatment with regards to these symptoms at the time of the initial call. At the time of troubleshooting the customer care advocate (cca) noted the unit of measure was set correctly on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.